Event description:
A patient underwent a sinus and tonsillectomy procedure. A pad had been placed on the patient's thigh for the possible use of monopolar current. The surgeon used an uninsulated forceps in bipolar, with a metal suction coagulator (manufacturer unknown) and a metal mouth gag. Monopolar current was never used. The patient received burns to the internal commissure of both sides of their mouth. The injury was described as "lengthy and painfull, recovery and plastic surgery is likely".